Event description:
An abbott customer technical advocate (cta) was contacted by the account stating they are noticing intermittent erratic results on multiple parameters and intermittent sampling errors when using a cell-dyn 3700 sl analyzer. The account notes that the hemoglobin and hematocrit don't match with mchc very low out of lab specifications. The initial results using a cell-dyn 3700 yielded; rbc=4.72 m/ul, hgb=7.84 g/dl. The sample was repeated on the same instrument yielding rbc=5.07 m/ul, hgb=14.6 g/dl and on another instrument (cell-dyn 3500) yielding rbc=5.05 m/ul, hgb=14.3g/dl. No additional pt information will be provided. No impact to pt management was reported.